Event description:
It was reported that the patient passed away on (B)(6) 2020 due to multi-organ dysfunction syndrome (mods). The device operated as intended and was not thought to be related to the patient's death.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multiple organ dysfunction syndrome (mods) and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Multiple organ failures/dysfunctions and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.